Event description:
The following information was received from global pharmacovigilance (gpv) on (B)(6) 2012 and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis. On an unreported date, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. The patient's mom stated that the patient was on oxygen and (2) antibiotics a day. The mom does not know how the patient got peritonitis. The patient was still using the pd solutions. The outcome was not recovered. Followup information from the nurse: the nurse confirmed that on an unreported date, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. The nurse stated the following, "patient doesn't wear a mask and probably got peritonitis due to lack of being careful." The nurse stated that the patient was still using the pd solutions. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. Outcome was unknown. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012 for further information regarding peritonitis event. The nurse confirmed peritonitis event was related to patient not wearing a mask and stated he was retrained on proper aseptic technique. No further information was provided.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported by the nurse that the patient did not wear a mask resulting in a breach in aseptic technique. However, the assignable cause code was undetermined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Manufacturer narrative:
(B)(4). The devices involved in this incident were unknown. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. A follow-up report will be submitted if additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The issue is being investigated through CAPA.